Manufacturer narrative:
Final analysis: review of provided data and checking the status on the remote website confirmed that last communication with the subjected pacemaker was on (B)(6) 2023. Based on the available data, no issue is suspected with either the pacemaker or the associated home monitoring system. It can be assumed that the issue may be linked to the patient's state of health. This case is retained and utilized for trend purposes. If further information or more current expert file will be provided, this case can be re-opened for further investigation.

Event description:
Reportedly, although rf is turned on in the device parameter, no ble communication with the pacemaker is possible

Event description:
Reportedly, although rf is turned on in the device parameter, no ble communication with the pacemaker is possible

Manufacturer narrative:
Preliminary analysis: analysis of provided data confirmed the correct activation of rf communication on the pacemaker on 10 march 2023. Review of the rms status confirmed 3 successful report transmissions on 10, 13 and 14 march 2023 last communication between the implant and the home monitor was on 19 march 2023 since no further expert files were provided the current status of the pacemaker settings cannot be determined. It can be suspected that there was an additional device interrogation on or after the 19 march 2023 which could have blocked the ble function on the pacemaker. Due to missing data this assumption can neither be confirmed nor excluded. Further data has been requested to the field a device follow-up should be considered to check the ble status of the pacemaker and re-activate ble if needed.